Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. This device was implanted for 7.5 years. The device data indicated that the time clock was set/synced to an improper date and time. As a result, the eri date appeared to be one month after implant. The proper eri date was able to be determined using other dates and known device information. Examination of the device memory confirmed that the device had all therapies available at the time of explant. It was concluded that this device experienced normal battery depletion.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Event description:
Boston scientific received information that during a routine follow-up, it was noted that the device had declared elective replacement indicator (eri) within a month of being implanted. The patient had been lost to follow-up, but was not pacemaker dependent. A revision procedure has been scheduled and the device was explanted. No adverse patient effects were reported.